Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "wire was damaged". The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument had damaged wire. The procedure was completed with a back-up instrument of the same kind. There was no reported injury. There was no report of fragment(s) falling inside the patient.